Manufacturer narrative:
No malfunction occurred. The customer has not alleged a malfunction however use of the device is considered to have been a factor as the customer has indicated staff response to low battery inop was delayed. The customer has indicate a higher priority alarm for battery inops is more appropriate for their environment and they have changed the setup to allow for a higher priority alarm in the future. The customer has not requested any further evaluation of the issue or device

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred and that it was believed that staff likely missed a low battery inop from the telemetry device to the central monitor. The customer said they fully accept the philips equipment was performing to specification however use of the device may have been a contributing factor. The customer has indicated that they have adjusted the low battery alert from cyan to a higher level to be sure the staff attend to inops in the future. The patient expired.